Event description:
The complainant reported patient was placed on impella cp for hemodynamic support. While on support, the aic experienced purge disc/flag issues that were resolved by replacing the aic. No report of patient harm or injury.

Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The impella device has been returned for evaluation. Clinical details were sufficient to determine the root cause. The cause of the issue was a defective component. A physical inspection of the purge assembly was performed, and it was observed that the purge disc flag had broken off. Additionally, the purge retainer was found to have micro-fractures. This report is being filed as part of a retrospective review of historical records.